Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump casing appeared to look melted near the wake button. Reportedly, this caused the wake button to be intermittently delayed in responding to presses. Blood glucose was 289 mg/dl. Multiple attempts were made to contact the customer; however, the customer did not respond.